Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown), stent (details unknown), bare platinum coils (details unknown).

Event description:
As reported in a literature article (limbucci, n. Et al. (2014). Y-stent assisted coiling of bifurcation aneurysms with enterprise stent: long-term follow-up. Neurointervent surg, 0, 1-5. Doi:10.1136/neurintsug-2014-011483). In one case there was rupture of the target aneurysm during catheterization with a prowler select plus microcatheter (details unknown) prior to stent/coil placement. The article discussed a retrospective review of 52 consecutive patients treated with stent-assisted coiling with placement of enterprise stents in a ¿y¿ configuration from april 2010 to march 2013. The aneurysms were unruptured in all except 5 patients. Treated aneurysms were located in the middle cerebral artery (20 cases), anterior communicating artery (14 cases), basilar tip (11 cases), carotid tip (2 cases), or vertebrobasilar junction (1 case). The mean aneurysm diameter was 10mm and the mean neck diameter was 5.2mm. In all cases, the neck was wide with a dome to neck ratio below 1.5. The chosen bifurcation branch was catheterized with a prowler select plus microcatheter, and the aneurysm was catheterized with an echelon 10 microcatheter (details unknown). The stent (details unknown) was deployed, partially covering the neck of the aneurysm, and the other bifurcation branch was catheterized crossing the interstices of the stent. After stenting, the aneurysm was coiled with a variety of bare platinum coils (details unknown), usually using the jailing technique. It was reported that during catheterization the target aneurysm ruptured, the procedure was completed without report of deviation from protocol and an external ventricular drain placed. It was reported that one month post procedure the patient had completely recovered; however, one month later had died from intracranial hemorrhage secondary to infected drain removal.

Manufacturer narrative:
As reported in a literature article (limbucci, n. Et al. (2014). Y-stent assisted coiling of bifurcation aneurysms with enterprise stent: long-term follow-up. Neurointervent surg, 0, 1-5. Doi:10.1136/neurintsug-2014-011483) in one case there was rupture of the target aneurysm during catheterization with a prowler select plus microcatheter (details unknown) prior to stent/coil placement. The article discussed a retrospective review of 52 consecutive patients treated with stent-assisted coiling with placement of enterprise stents in a ¿y¿ configuration from (B)(6) 2010 to (B)(6) 2013. The aneurysms were unruptured in all except 5 patients. Treated aneurysms were located in the middle cerebral artery (20 cases), anterior communicating artery (14 cases), basilar tip (11 cases), carotid tip (2 cases), or vertebrobasilar junction (1 case). The mean aneurysm diameter was 10mm and the mean neck diameter was 5.2mm. In all cases, the neck was wide with a dome to neck ratio below 1.5. The chosen bifurcation branch was catheterized with a prowler select plus microcatheter, and the aneurysm was catheterized with an echelon 10 microcatheter (details unknown). The stent (details unknown) was deployed, partially covering the neck of the aneurysm, and the other bifurcation branch was catheterized crossing the interstices of the stent. After stenting, the aneurysm was coiled with a variety of bare platinum coils (details unknown), usually using the jailing technique. It was reported that during catheterization the target aneurysm ruptured, the procedure was completed without report of deviation from protocol and an external ventricular drain placed. It was reported that one month post procedure the patient had completely recovered; however, one month later had died from intracranial hemorrhage secondary to infected drain removal. No sterile lot number was reported thus no DHR could be conducted. Vascular injuries, including but not limited to rupture, perforation and dissection are known potential adverse events associated with all endovascular invasive procedures where catheters are introduced into the blood vessel system and are listed as such in the prowler select plus IFU. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the information suggests that vessel and target site characteristics as well as procedural issues may have contributed to the reported event. Correction to initial report. For prowler select the legal manufacturer is: (B)(6).